Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep said they performed battery replacement for an implantable neurostimulator (ins) at end of service (eos). Rep said battery was dead and could not be interrogated. The rep reported they verified the implant date with registration, which shows implant date of (B)(6) 2016 and explant date of (B)(6) 2025 which indicates the device reached eos slightly prior to 9 years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating it was unknown when the patient first started experiencing the implant at eos. Rep reports that the deice reached eos due to multiple overdischarges according to the patient, but did not have specific dates.